Manufacturer narrative:
This report is submitted on (B)(6) 2018, by (B)(4).

Event description:
Per the clinic, the patient was administered oral and topical antibiotics and a steroid injection (date not reported) due to skin overgrowth and swelling at the abutment site.